Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a customer satisfaction survey, that a patient, initial shoulder implanted on an unknown date, underwent a revision procedure on (B)(6) 2023. The rep indicated the revision procedure was mostly due to liner instability. No further information known.

Manufacturer narrative:
The cause of the patient¿s shoulder instability and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Instability is a known risk, as outlined in the IFU. D1: corrected. H6: corrected medical device, component, and investigation clinical codes.